Event description:
Customer reported a discordant triglyceride result when using reagent lot # 095939. The sample initially read 483 mg/dl and upon retest with a diluted sample, the corrected value was 2120 mg/dl. The customer became aware of this problem when she noticed that the reaction curve for the initial result was discrepant. There was no patient intervention as a result of this discordant triglyceride result.

Manufacturer narrative:
Discussions with the OEM reagent manufacturer indicates that the advia chemistry triglyceride method kit lot 095939 is exhibiting lower than expected linearity. The root cause. Investigation is under way by the manufacturer.